Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on notes, the system issue was due to an improperly seated endoscope.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that by removing the guided tool change and reinstalling the endoscope again, the issue was resolved. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the image became flipped. The assistant checked the orientation of the endoscope and reinstalled it again, but the image was still incorrect. The technical support engineer (tse) instructed to click the instrument clutch to remove the guided tool change and reinstall the endoscope again. The issue was resolved. The surgeon continued the procedure with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the assistant confirmed the orientation before he installed the endoscope on the arm. The user interface also provided an indication of the image orientation. The endoscope engaged with the sterile adaptor successfully. No physical damage to the endoscope was found. The assistant did not rotate the endoscope 180 degrees manually.